Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken input disk. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk 6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result, the instrument was unable to close. Other backend components adjacent to the broken inputs do not show damage. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was unable to close the clip on the cystic duct. The customer got a second clip applier and used the same clip and closed appropriately. It was noted that the instrument had 33 uses remaining. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields and are not applicable.